Manufacturer narrative:
The reported product is not expected to be returned as it was indicated the customer disposed of the product. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a customer arrived in the emergency department on (B)(6) with a history of being increasingly tired and thirsty for a few days. It was further reported that in the days prior coming to the hospital the customer received adc freestyle libre sensor scan results around "2-4 mmol/l", but did not experience any symptoms of hypoglycemia. At the hospital, a result of 40 mmol/l (720 mg/dl) was obtained on the hospital device and compared to a sensor scan result of 3.6 mmol/l (65 mg/dl). Customer was diagnosed with hyperglycemia and administered treatment "to adjust the blood sugar level." It was reported the customer remained in the hospital for 24 hours. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor were reviewed and the dhrs showed the fs libre sensor passed all tests prior to release. Stability data for libre sensor was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and freestyle libre sensor, no further track and trend review was required as no trips were observed . If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare professional reported a customer arrived in the emergency department on 1 january with a history of being increasingly tired and thirsty for a few days. It was further reported that in the days prior coming to the hospital the customer received adc freestyle libre sensor scan results around "2-4 mmol/l", but did not experience any symptoms of hypoglycemia. At the hospital, a result of 40 mmol/l (720 mg/dl) was obtained on the hospital device and compared to a sensor scan result of 3.6 mmol/l (65 mg/dl). Customer was diagnosed with hyperglycemia and administered treatment "to adjust the blood sugar level." It was reported the customer remained in the hospital for 24 hours. No further treatment was reported. There was no report of death or permanent impairment associated with this event.